Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that last night they didn't feel like the therapy was working very well so they turned the therapy completely off. Patient said that they did not feel any different than they did when therapy was on. Agent asked the patient when the issue started and patient stated that they noticed it last week at some point. During the call, agent walked patient through connecting the handset and communicator to the implant. Patient confirmed that therapy was turned on and showing stimulation as on as well. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received form manufacturing representative (rep). Rep states the patient has been complaining of not having full therapy, as well as their ins recharge level not decreasing below 90%. Rep states the interval initially stated 7 days and then 13 days, but the patient hasn't charged in awhile and it has not decreased. Rep states they are a dystonia patient and are programmed on one segmented contact. Rep is planning to meet with the patient today, but states he was contacted yesterday when the patient was seeing the neurologist. At that time the rep reports therapy was turned on. Tss advised rep to look at the stimulation usage when he meets with the patient, as well as the impedances and programs used. Rep called back for further assistance regarding issue of patient's ins charge remaining at 90%. Caller explained the diagnosis was actually parkinson's disease. They explained the patient hadn't charged their ipg in "over a week or so," but that it was still stuck at 90%. Caller also said patient was feeling no ther apeutic effect. When asked, caller confirmed that therapy was on. Caller said they did an impedance check and said there was a possible open circuit at 1b and 2b. Caller said the readings for the impedance checks were: monopolar: 5k ohms for 1a and 2a and bipolar: 10k ohms for 1b and 2b. Caller stated they patient was not programmed on either 1b or 2b contact. Caller also said the patient did not yet have adbs, just brainsense. Agent reviewed meaning of abnormal impedances. When asked, patient declined having any recent falls or traumas to the implant site. When asked, caller said they were not present for the surgery, therefore could not say if the system security was tested with a gentle tug to ensure the setscrew was torqued down appropriately. When askedif any codes or messages had appeared, caller said an oor message appeared, but felt it was tied to the impedance issue as it appeared when patient tried to adjust the therapy up or down. Agent inquired if patient was still able to recharge their implant. This was tested on the call. Patient was able to successfully connect to ins with wireless recharger and recharger app showed 'excellent connection' with 90% battery charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that the cause of high impedances was unknown. Rep reported that surgeon programmed around the contact with high impedances. Rep reported that the cause of implant not depleting, was due to patient charging daily, per instructed patient to hold off on charging and implant depleted normally to 60%, patient was able to charge the implant.